Event description:
A biomedical engineer reported that during a procedure there was surging nitrogen pressure and problems with aspiration. There was no harm to the patient. Additional information has been requested, but not has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).